Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001387892 was performed and no recorded quality problems or rejections related to this incident were found. A review of machine records verified that all preventative maintenance was performed according to procedure and machine parameters were within required limits. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the quality team's investigation, we cannot identify a root cause related to our manufacturing process at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported: customer experienced cap leakage; no pt harm. Event description per attached email states: cap leak.  3:13pm cst (B)(6) 2021 - spoke to husband of customer - he said that that when he made the connection and after it made the click sound, it immediately started leaking fluid - I asked where the leakage was located? (Gave him a brief explanation of the parts of the pleurx) he said it was where the catheter meets the access tip. He said he then went to get another bottle and it connected perfectly. He confirmed that they received replacements. No samples available. No patient harm.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported: customer experienced cap leakage; no pt harm. Event description per attached email states: cap leak.  3:13pm cst (B)(6) 2021 - spoke to husband of customer - he said that when he made the connection and after it made the click sound, it immediately started leaking fluid .I asked where the leakage was located? (Gave him a brief explanation of the parts of the pleurx) he said it was where the catheter meets the access tip. He said he then went to get another bottle and it connected perfectly. He confirmed that they received replacements. No samples available. No patient harm